Manufacturer narrative:
This event was reported by the manufacturer 3002808486-2019-01239.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the common femoral vein due to prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava and organ perforation, device is embedded and unable to retrieve. Patient notes and further alleges experiencing "an infection that caused me to have open wounds (on bottom) from ivc filter". Additionally, patient notes and alleges the follow limited activities: working out, walking. Patient alleges an unsuccessful filter retrieval on (B)(6) 2018. Per the (B)(6) 2017 ivc (inferior vena cava) filter placement: "the ivc is patent without any evidence of thrombus. After placement of the ivc filter, it was noted to be below the level of the renal veins without any extravasation". Per the (B)(6) 2018 attempted ivc filter retrieval: "patent vena cava, with filter above the iliac vein and below the renal arteries. Despite multiple attempts, we were unable to snare and retrieve the filter. A completion vena cavogram did not reveal any active extravasation". Per the (B)(6) 2019 CT (computed tomography) upper abdomen and pelvis: "infrarenal ivc filter is a confluence with struts extending beyond the expected venous contour. No definite filling defect within the ivc downstream from the filter is seen within the limits of this early phase examination".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2017. The patient alleges to have been injured without further explanation.